Manufacturer narrative:
The customer biomedical engineer troubleshot the issue with ge healthcare technical support. After replacement of the power management board, it was recommended to change the option code to match with the one on the rear of display which resolved the reported issue. Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.